Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient had an express mini chest drain at home. A customer service call was received from sarah haring regarding an issue with the express mini 500 device used on her father-in-law for prolonged air leak and fluid drainage. A needleless sampling port broke when a home nurse attempted to remove a syringe after fluid access. The nurse may not have properly unscrewed the luer lock. Fluid and air were seen leaking from the drain. The patient was stable and advised to visit a hospital for evaluation. No patient harm or injury was reported.

Manufacturer narrative:
Additional information section: h6. Corrected section: d5. This complaint reports that an express mini 500 drain (p/n: 16400, l/n: unk) was being used in an outpatient setting to treat an air leak and fluid drainage. The reporter stated that the drain had been in use with no issues for several days before this incident, in which time a home health nurse had been using the luer port to remove fluid from the drain. She stated that during the most recent visit, "a piece of the needle less access port broke off when the home nurse tried to remove the syringe after accessing fluid." The nurse used gauze to attempt to seal the port, but it continued to trickle fluid after she left. The reporter stated that the patient felt fine with no negative affects as a result of this. The getinge representative in contact with the patient advised that he immediately go to a hospital and have the drain replaced and to have that hospital return the drain. The drain was not returned for evaluation. The lot number was not provided. No pictures were provided. The information provided indicates that the drain was working properly for several days and needed to be emptied multiple times. Therefore, it is unlikely that this complaint is related to manufacturing or design. This device was being used in an outpatient setting which it is not intended for. It is also not intended for the sampling port to be used to empty the drain. When it is used in that way, fluid tends to congeal and build up in the port. Typically, this results in the port becoming clogged. In this case, the reported believes that a piece of the port broke when the nurse was removing the needless syringe. While this is possible, it is more likely that the leak was caused by the congealed fluid preventing the port from fully closing. The other possibility is that the nurse failed to fully unscrew the syringe from the port before attempting to pull it out and the tip of the syringe broke off inside the port. A DHR review could not be completed because the lot number was not provided. No evidence was identified to suggest that this complaint is related to design, manufacturing or instructions for use. Complaint trending did not identify any new adverse trends related to this complaint. There were no similar complaints identified related to this reported issue. This complaint is confirmed. A device nonconformance is not confirmed. The root cause of this complaint user error due to the devices being used improperly and in an improper setting. The device is meant to be used in a clinical environment and the sampling port is not intended to be used to repeatedly empty the drain. In addition, the report indicates that the syringe was likely mishandled, leading to the incident.

Event description:
N/a.